Manufacturer narrative:
Submit date: 05/12/2015. The complaint product code is (B)(4); curity 3 way catheter 20fr x 30 cc. Lot number of 3102045qx, manufactured on 3rd april 2013 was provided in the complaint report. Two pieces of samples were received with the label bearing printed batch number of 1443-003 and lot number of 3102045qx. The samples were packed in a zipper bag, batch history record of the affected batch 1443-003 has been reviewed for quality data and processing condition for its manufacturing and no abnormal trend or indication has been detected on this batch. It was manufactured per defined device master record. All acceptance criteria during control had been complied. Non-deflator on use of foley catheter, is a known risk that being made aware to user and physician, whereby many techniques had been prescribed to manage it. The sample was tested for inflation with water, and the sample was able to inflate and deflate normally and the volume recovery for the deflation complies to standards. The time taken for both (actual) samples to deflate was 40 second and 39 second respectively, surpassing the standard requirement for deflation within 900 seconds maximum period and passed the requirement as per stated in standard. Thus the deflation of balloon was within the standard. Therefore, the reported condition cannot be confirmed as the reported incident cannot be duplicated and product was found functionally satisfactory. The possible root cause for non-deflation usually comes from the position of dinking eyes in the balloon. The dinking shall be centered as much as possible to the balloon. The specification for the dinking length should be a minimum 5 mm within the balloon sleeve. Since the reported condition was not present, the actual cause of the reported condition could not be conclusively determined. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a catheter. The customer reports the balloon cannot be deflated. There was no patient involved.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.